Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pleural effusion. There was placement difficulty of the right atrial (ra) lead caused by the patient¿s anatomy, which required the left ventricular (lv) and ra leads to be removed in the process. The patient¿s pressure dropped and the physician elected to plug the ra and lv ports. A sternotomy was performed to stop the internal bleeding. It was unknown if the placing or extraction process of the ra lead was responsible for the blood loss from the superior vena cava (svc) area. The bleeding was treated and stopped. No further patient complications have been reported as a result of this event.